Event description:
The patient claimed that the up/down buttons required several presses to activate the desired pump functions. The keypad is reportedly intact . There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
Follow-up #1 date of submission 06/22/2012-device evaluation: the pump has been returned and evaluated by product analysis on 05/31/2012 with the following findings: evaluation revealed that the keypad rubber was fully intact. The up arrow, down arrow and contrast keypad buttons were intermittently unresponsive. The ok keypad button responded appropriately. There was evidence of keypad adhesive contamination found under the up arrow, down arrow and contrast keys. Unrelated to this event, evaluation revealed that the black box was not available for (B)(6) 2011 and was available from (B)(6) 2012 with no call service alarms observed. The pump was exercised for 24 hours with a one unit per hour basal rate with no call service alarms observed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.